Manufacturer narrative:
Additional information d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, air leaked from the sheath. After obtaining access, the sheath was inserted with the dilator inside and correctly oriented. Transseptal puncture was performed with no issues noted. The dilator was removed while aspirating as recommended. However, upon insertion of the catheter, bubbles were aspirated. The sheath was exchanged and the procedure was completed with no adverse patient consequences.